Manufacturer narrative:
Cont¿d from d.11: (2)250 ml baxter bag lotw9d12c2 exp jul 20 0.9% nacl injection; therapy date (B)(6) 2019 the customer¿s report that the tubing broke/split was confirmed. Visual inspection of the set noted a slice on the tubing at 29-3/4 inches on the distal tubing below the lower the fitment. No other anomalies or tools marks were observed. Functional testing confirmed leaking from the tubing cut. The root cause of the cut was not identified.

Event description:
It was reported that tubing broke/split "1/3 way down from the device" at an unspecified location during a saline infusion. The customer stated that there was no patient harm reported. A medication label attached to sample stated : "herceptin 14".

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested patient demographics however not provided.

Event description:
It was reported that tubing broke at an unspecified location during a saline infusion. The customer stated that there was no patient harm reported.